Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown duracon ps. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Implant remains insitu.

Manufacturer narrative:
An event regarding disassociation involving an unknown duracon ps insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: insufficient medical records were received for evaluation. Review of the provided x-ray by a clinical consultant did indicate that the screw was out. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined because not enough information was provided. In order to complete a full investigation, items such as operative notes and patient history are needed to determine the root cause.

Event description:
There is a screw that holds the insert onto the baseplate. On the x-ray it shows the screw appears to have "unscrewed".

Event description:
There is a screw that holds the insert onto the baseplate. On the x-ray, it shows the screw appears to have "unscrewed".